Manufacturer narrative:
Device has not been returned to lifewatch. When the device is received in house preliminary testing will be performed. Associated accessory for device: act cell phone monitor. Model # com001. Serial # (B)(4).

Event description:
The pt reported that he felt an electric shock that lasted 3-4 seconds twice a day. Although the shock was not painful, there were no permanent injury, did not require medical attention or any medication/products for healing; the MDR is being submitted as a conservative measure. A replacement device was sent to the pt without incident.